Event description:
During regular teatment of the patient, the catheter was found to be broken. The reporter had been contacted regarding additional information. The reporter has not responded at this time.